Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the 'up' arrow button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. The pump powered up to the verify screen with auditory and vibratory features. The contrast button responded intermittently. Removal of the keypad cover found contamination under the contrast button contact. The reported button tactile issue was duplicated in the investigation. Unrelated to the reported button issues, the display was found to be dim and discolored.